Event description:
It was reported that the patient passed away on (B)(6) 2015. The patient was reportedly buried and the patient's vns device was buried with the patient. No additional relevant information has been obtained to date.

Event description:
Additional information was received that the patient's death was not related to vns, and the cause of death is unknown. No additional relevant information has been received to date.